Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew driver could not be inserted into the setscrew of the ventricular port on the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.